Manufacturer narrative:
Continuation of d10: product ID: unknown vectris lead, product type: lead, literature citation: venigalla s, rehman mu, deitrich jn, trainer r, gorgey as. MRI spinal cord reconstruction provides insights into mapping and migration following percutaneous epidural stimulation implantation in spinal cord injury. J clin med. 2024;13(22):6826. Doi:10.3390/jcm13226826. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a lead migration. It was noted the patient¿s leads were secured with non-absorbable 0 monocryl sutures to the interspinal ligament and/or the lumbodorsal fascia and they were instructed not to perform strenuous physical activities without immobilization following implantation for the first three to four weeks. Dual-energy x-ray absorptiometry (dxa) imaging performed three months after implant found a medial lead migration when compared to fluoroscopy imagery captured at the time of implant. The authors noted that medio-lateral migration referred to the distance between the right and left percutaneous leads. The tip of the left lead crossed over to the right lead at the l3 segment; there was crossover of both leads at the contacts of 0 and 8 and 1 and 9. No surgical interventions were noted to have been performed to address the issue.